Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Patient code: vessels, perforation of (2135)- listed in the IFU device code: no code available (3191) [device perforation]- listed in the IFU non- healthcare professional . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right jugular vein due to deep vein thrombosis prophylaxis . Patient is alleging vena cava perforation. It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.